Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited a red screen during interrogation. Boston scientific technical services (ts) noted on latitude that this device was approaching elective replacement indicator (eri) status and suggested that device had reached battery capacity depletion (bcd). Ts advised to replace the device. The device was subsequently explanted and replaced due to normal battery depletion that same day. The device has been returned to boston scientific for analysis. No adverse patient effects were reported.